Event description:
Caller had a compact plus system blood glucose result of 170 mg/dl. She then took her usual 12 units of lantus. Compact plus system result 15 minutes later was 35 mg/dl, and she had symptoms of hypoglycemia. Customer was unable to self treat. Customer's husband retrieved glucose pills and gave them to her. Customer began feeling better. Strips not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product was not returned.